Event description:
The physician was treating the lad/diagonal bifurcation. A resolute integrity drug-eluting stent was successfully placed in the distal lm and proximal lad. There was a slight compromise to the flow into the 1st diagonal but it was decided not to treat at that time. The case was completed and patient was discharged from the cath lab. Two hours later, the patient experienced some chest pain and patient was brought back to the cath lab. The ostium of the diagonal was pinched which may have caused some mild chest pain but as blood flow was normal it is difficult to confirm. The flow to the 1st diagonal was the same but it was decided to proceed with stenting. The vessel was moderately to severely calcified. The lesion was pre-dilated and an attempt was made to implant a resolute integrity drug eluting. Resistance was experienced when passing through the previously deployed resolute in the lda/lm. It was decided to pull back the stent back into the guide and during retraction into the lad the stent dislodged into the lad. The dislodged stent was crushed into the vessel wall in the lad. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (coronary artery occlusion); no results available since no evaluation performed ¿ (device or procedural images not provided for review); related to operational context (placement of stent may have compromised side branch patency); none ¿ (device not returned for evaluation). Conclusion, results: known inherent risk of procedure ¿ (coronary artery occlusion); unable to confirm complaint (device or procedural images not provided for review); operational context contributed to event (placement of stent may have compromised side branch patency). (B)(4).